Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and associated batteries were returned to zoll medical corporation. The customer's report was duplicated and attributed to depleted batteries. Evaluation of 5 batteries found depletion at 2.44 volts direct current and 5 batteries at a depletion under 1 volts direct current. There is no evidence to indicate a device malfunction other than depleted batteries.. The batteries were scrapped and the customer received a replacement set. Analysis for reports of this type has not identified an increase in trend.